Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was vomiting and having difficulty breathing. The customer went to the emergency room and the a1c was found to be high (12%) with a high level of ketones. The customer was hospitalized for diabetic ketoacidosis (dka). The customer was treated with an intravenous drip. The customer was discharged with the a1c and dka resolved. The date of discharge could not be recalled by the contact. No additional information could be recalled by the contact.